Event description:
The pt experienced a loss of therapy. A dye and rotor study were performed. The catheter had a break. The catheter was revised on (B)(6) 2010. The pt recovered without sequela. The drug being delivered via the pump was noted to be "other".

Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.